Event description:
Add'l info rec'd from MFR 1/6/04: this incident was reported under medwatch number 1220908-2003-01456 in 2003. Several attempts have been made to obtain the device from the customer for evaluation. In the event the device is returned to zoll for evaluation. A supplemental report will be submitted. Complainant alleged that medics responded to a call for a pt who had drowned. (Age and gender unknown). The device was attached to the pt via electrodes, the device was powered on and displayed a red "x". Complainant indicated that the pt subsequently expired. The device was later tested at the customer facility and failed to power on. The zoll medical sales rep installed new batteries into the device and tested the unit. The device performed all functions properly.

Event description:
In 2003, a call was made to the paramedics who responded. At the scene the defibrillator was set and it powered on but failed to work. The pt died. There have been two previous occasions when the AED defibrillators failed to work and were reported to the manufacturers.